Event description:
The consumer reported that she had the entire system or possibly just the implantable pulse generator (ipg) removed due to infection. The patient was not sure if she had a total system explant. It was removed on (B)(6) 2015. Additional information reported that there was redness and the implant site was inflamed. The infection was confirmed. The patient also confirmed she was all better with the device explanted. She had an appointment with her health care professional (hcp) in (B)(6) 2016 to see about getting another ipg implanted. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.